Manufacturer narrative:
(B)(4). The patient was implanted primarily circa 1997. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had a femoral head and acetabular liner exchange after 20 years in-vivo to address polywear. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR's were reported for this event. Please also see associated events: 0001822565-2018-03346. Reported event was confirmed due to review of patient x-rays received from the customer. X-ray review identified acetabular lucency as well as indications of implant bearing wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.